Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was having issues with errors on the left master tool manipulator (mtm). The technical support engineer (tse) reviewed the logs and confirmed encoder error 23118 with the left mtm on console 1. The tse advised that the surgeon could hit the emergency stop or power cycle system to temporarily resolve the issue. The site was not able to recover, so they disabled the mtm and were continuing using the second console. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon switched to their other console and completed the procedure robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm) due to the 23118 errors on the console. The issue was resolved. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed but could not confirm the reported complaint. A review of field logs confirmed unit had experienced the following error 23118 eevt_inc2hall_error, error showed a possible issue with grip motor. A visual inspection was performed and observed no external damages. The master tool manipulator (mtm) was placed on in-house system and was driven with no issues. No errors were triggered. The unit was then placed on surgeon side console fixture test platform (sftp) to perform fitness test and 1-hour sine cycle. Unit failed on the following unrelated to the field complaint during fitness test: verify encoder cal - wp, wy, ro and grip failed. After recalibrations, they re-executed the test, which passed. Grip accuracy test post sine cycle failed. After recalibrations, they re-executed the test, which passed. Hand presence sensor verification failed. They did hand presence calibration and re-executed the test, but it still failed. Gravity balance test post sine cycle - sh failed. After recalibrations, they re-executed the test and passed. The unit passed 1-hour sine cycle. After investigations, failure analysis found the grip motor to be the root cause of the field failure. Additionally, mcmys was also found to be bad due to the failed hand presence verification test.